Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report an incident while pumping this morning at work using her purely yours breast pump. She states the ac adapter did not work so she installed 6 aa batteries in pump base to power on her pump. She states she used generic batteries and the pump did not power on then she purchased energizer batteries and installed these in base. The pump powered on but she heard an abnormal sound from the pump base and pump powered itself off. Customer observed black fluid (battery acid) leaking from the pump base battery compartment. Customer states this black fluid did not come in contact with her skin. She reports no injury, burn or property damage in this event.